Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occurred that altered patient settings. This was not corrected at the time of the event. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Review of programming history.